Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two epoch infusion cadd 250 ml cassettes finished early by cadd solis infusion pump¿one by 8 hours and the other by 2 hours. Both were filled and programmed correctly. The event occurred during patient use in a hospital. There was a patient involvement and there were no additional adverse consequences.